Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported there was a telemetry failure message on the clinician programmer. There was no response from the device. Troubleshooting included using another programmer to test, but there was also no response. There were no known environmental/external/patient factors that may have led or contributed to the issue. No interventions had been performed related to the issue, and the issue was not resolved. No medical symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Additional review indicates this information was already reported in manufacturer¿s report #3007566237-2018-00670. Any additional information regarding the event will be submitted as a supplemental submission to that report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated troubleshooting included using three programmers and two rechargers to detect the ins, but all failed. Actions included arranging an appointment with the neurologist on (B)(6) 2018. The issue was unresolved. No further complications were reported/anticipated.